Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 18 percent to 11 percent in 3 months. The device battery was felt to be depleting prematurely. Boston scientific technical services (ts) requested a copy of device memory for analysis. An attempt was made to submit a copy of device memory for analysis, however, the appropriate data had not been saved, so another copy of device memory was requested. The physician has decided to continue monitoring at this time. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 18 percent to 11 percent in 3 months. The device battery was felt to be depleting prematurely. Boston scientific technical services (ts) requested a copy of device memory for analysis. An attempt was made to submit a copy of device memory for analysis, however, the appropriate data had not been saved, so another copy of device memory was requested. No adverse patient effects were reported. This product remains implanted and in service.